Event description:
It was reported that the polarmap catheter shaft was shredded when the physician inserted it into the polarx balloon catheter. A new polarmap catheter was selected. Prior to inserting the new catheter, the physician checked the balloon, and remnants of the previous polarmap catheter were seen inside. The procedure was completed successfully with the new polarmap and polarx balloon. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.